Manufacturer narrative:
Section b3: date of event is estimated. Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04240, 3006705815-2023-04241. It was reported that following implant procedure, the patient was using a hot tub regularly, and in turn, patient experienced an infection. Both lead incision sites were infected and the ipg began to erode through the skin. Patient was treated with an antibiotic. Surgical intervention was undertaken wherein the system was explanted.